Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found water tightness was lost at the flexibility adjustment ring, the angulation wires were worn caused the up direction to be out of standard value and the play of the up/down knob was out of standard value, the adhesive on the protective coating of the bending portion of the device was chipped and cloudy, the control unit was damaged, there were scratches on the universal cord, protector of the universal cord on the scope-connector side, the camera cover, the connecting tube, and the image guide protector, and the adhesive around the objective lens and the light guide lens was discolored, . The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was unable to remove water sufficiently. The device was returned for evaluation. During the device evaluation, a red foreign object came out from the sealing fitting part of the variable hardness ring which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to angulation wire elongation. Olympus will continue to monitor field performance for this device.